Event description:
It was reported the patient experienced a problem with recharging the device. The patient attempted to recharge again after the post-op swelling had gone down, but was still unable to recharge the device. A revision was done to place the device more superficially in the pocket. No further outcome was reported.